Event description:
Caller reported that a pump malfunction occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Customer service provided information on resetting the pump, helped the caller perform the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returned.